Event description:
It was reported that the pulse generator(pg) was implanted on (B)(6) 2016 and explanted on (B)(6) 2020 due to crt ejection fracture. The pg was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).